Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received during laparoscopic procedure ,the needle would pass one or two times between the jaws of the handle correctly and then it would become bent and not pass correctly within the jaws. The device was difficult to load and unload. Another package of needles were opened up to resolve the issue. No injury to patient.

Event description:
According to the reporter: during a procedure, the device was difficult to toggle and the needle kept breaking. No injury to patient.